Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a "pair new tx" message. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.